Event description:
It was reported that the top of the screw snapped off during a chevron osteotomy on the first metatarsal. The broken screw remains in the pt and a non-cannulated screw was used to complete the case. No further patient information is available from the customer, and no additional adverse consequences have been reported from this event. This is one of two separate incidents reported by the same surgeon. This device is used for treatment.

Manufacturer narrative:
The head of the broken screw was discarded and the remainder of the screw remains in the patient. A review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. There have only been two complaints of this type involving this part number. Both events have been reported by the same surgeon. The cause of the complainant's event could not be determined from the info available and without a device evaluation.